Event description:
It was reported that during a device changeout, the pulse generator exhibited loss of ventricular output after being exposed to electrocautery. Pacing resumed after electrocautery was discontinued. This issue occurred three times during the procedure. The device was explanted and replaced. There were no patient complications or symptoms during the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.